Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer remotely and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested for the replacement of flexvision pc along with new hard drive. The customer ordered the new flexvision pc and replaced it on their own. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system was stuck at 0:00 when the system was started and a reboot did not resolve the issue. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.